Event description:
It was reported that the patient presented for an implant procedure. During the procedure, high pacing impedance was detected on the right atrial lead. The lead was replaced during the procedure to resolve the issue. There was no patient consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found the complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing, visual and x-ray inspections were normal with no anomalies found.